Manufacturer narrative:
Manufacturer's investigation conclusion: the explanted pump was returned for evaluation. Upon evaluation of the pump, the presence of a developed, obstructive lining was confirmed within the knitted graft of the inflow cannula¿s flex section. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing, and the distal portion of the driveline was returned measuring approximately 37 inches with controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 6.5¿ of the sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned over the outflow graft disengaged from the graft hardware. The outflow elbow was returned attached to the pump outlet port. Upon inspection of the interior of the inflow knitted graft beneath the silicone sleeve of the inflow cannula¿s flex section, a thick, red biological lining was discovered. This tissue-like lining was adhered to the knitted graft and occluded approximately 50% of its lumen. Although a specific cause for the development of this lining could not conclusively be determined, there did not appear to have been a flow issue during support as examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. Review of the patient¿s history found no low flow complaints, and the patient was routinely transplanted. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. Thrombosis is addressed in the instructions for use as potential adverse events that may be associated with lvad therapy. Intervention was required to prevent permanent injury or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2019. The pump was returned for evaluation and during the investigation of the returned pump, a developed thrombus in the inflow cannula was confirmed.